Event description:
Reporter alleged the customer obtained the results of 516 mg/dl and 226 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that the customer took novolog insulin within approximately 5 minutes of the tests. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.